Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 6 years, since the subject device was manufactured. The device was returned to olympus for inspection. And the customer's allegation of error code e117 was not confirmed. Additionally, during the evaluation, error code e116 was found. Based on the results of the investigation, error codes e116 and e117 refer to errors displayed, when a control close unit failure is detected. A definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of the device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported the camera control unit displayed an e117 error message. The device then restarted and was not functional. The issue occurred when preparing the device for use. There was no reported patient harm or impact due to this event.